Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor error alert. Customer's blood glucose level was 242 mg/dl. Customer advised the error occurred during initialization. Customer advised they had issues with inserting the sensor into their body. Customer advised the cannula is damaged and it is only a stub. Customer advised they wear the sensor on their arm and they were advised to change the site location. Customer was advised to change out the sensor. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, both sensors passed with accurate readings. Unable to confirm the needle complaint due to the customer did not return the insertion needle.